Manufacturer narrative:
The device was not returned to olympus nor is the device expected to return. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had an image with white dots above tolerance. The issue occurred at the end of an unspecified procedure. There was no delay or reports of patient harm.

Event description:
It was reported, the camera head had an image with white dots above tolerance. The issue occurred at the end of an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Corrected fields: e1 value from zip code to postal code a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, factors that may have contributed to the reported event are: faulty charged coupled device, damaged cable, or damaged connector. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "warning ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. ¿ when the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately. ¿ if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment or zoom adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Olympus will continue to monitor the performance of this device.